Event description:
The device user (du) reported that the device randomly shut off twice during preparation mode. The device shut off twice in the span of five minutes. The du completed troubleshooting and let the device run on battery power to ensure it was working properly on battery power. Time was allowed to pass and then the device user plugged the device back into the wall in addition to turning the rocker switch on. Afterwards, there were no issues noted and the device did not reproduce the shut off. The du felt comfortable with use of the device after troubleshooting.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se was unable to reproduce the power brownout issue. The batteries and all cabling were properly secured and routed. The se also inspected the emergency stop and power on switch and found no faults. Furthermore, the se tested toggling the mains power switch repeatedly and the device always stayed on. The se also completed investigation of logs that showed the customer used the device for a 12-hour perfusion successfully after the reported issue. The logs showed no problems with the batteries and there were no potential causes for the loss of power. The se also installed battery zip ties per work instructions and ran a successful battery discharge test. A corrective action and plan (CAPA) has been initiated to investigate the issue further.

Manufacturer narrative:
After further investigation, the root cause of the issue was determined to be related to unstable voltage. This is believed to be due to users unplugging the device from mains power without first turning the rocker switch off.

Event description:
The device user (du) reported that the device randomly shut off twice during preparation mode. The device shut off twice in the span of five minutes. The du completed troubleshooting and let the device run on battery power to ensure it was working properly on battery power. Time was allowed to pass and then the device user plugged the device back into the wall in addition to turning the rocker switch on. Afterwards, there were no issues noted and the device did not reproduce the shut off. The du felt comfortable with use of the device after troubleshooting.